Event description:
The customer reported the single use distal cover was bent and cracked when they removed it from the packaging. The issue occurred prior to the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During device evaluation at olympus, it was found the bottom side of the cover was slightly deformed. Visual inspection of the cover under a microscope did not find any cracks. The cover did not appear used as there was no signs of foreign material. The cover was placed on the distal tip of a video scope, using moderate pressure, while at the same time pressing down on the center section and not at an angle. The cover attached to the distal end; however, the seam on the top side of the cover began to separate and create a gap. The cover was gently pulled and twisted to verify the cover did not slip or come off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The distal cover will not be damaged if it can be attached correctly according to the procedure in the instruction manual. Therefore, the torn cover likely occurred at the facility due to handling by the user and pushing the cover diagonally when attached to the endoscope; however, a definitive root cause could not be identified. The cause of the damage(crack) is presumed to be attachment error to the scope. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: see caution column in 7.3. "Push the center on the top of the distal cover. Otherwise, it may cause the break of the portion on the distal cover such as the tear off line." "9.3 attaching the distal cover", please make sure that the distal cover is intact without any problem before installation, and it has no damage (crack) after installation. Olympus will continue to monitor the field performance of this device. In addition, we believe that the actual product satisfies the specifications.